Event description:
The customer reported to olympus, the video system center had an intermittent image. A field service engineer determined the serial digital interface (sdi) signal output was unstable. The issue was found during receipt inspection. User finished case with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the serial digital interface output was abnormal due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to g2. New information added to the following field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a definitive root cause couldn't be determined. However, it¿s likely that the abnormality in the digital serial interface is due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.